Event description:
It was reported that during prostate treatment, the physician switched from the laser to turp about 15 minutes into the case due to excessive bleeding. After the bleeding was controlled, the physician completed the case with the laser. The pt outcome was reported as "fine". It was not reported whether the physician attempted to use the laser for tissue coagulation to control the excessive bleeding. In addition, the cause of the excessive bleeding was not reported.